Event description:
It was reported that the ilet did not charge when placed on the charging pad, with the pad blinking green; the user planned outlet troubleshooting and requested a replacement charger, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging issue involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.